Event description:
It has been reported to philips that tempus pro monitor went into a restart twice while in use on a patient. The screen displayed "power interrupted". A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.